Manufacturer narrative:
This complaint was received via user report # mw5172345. Abbott diabetes care (adc) is unable to further investigate the reported complaint due to the absence of an alleged product issue. Additionally, no contact information was provided in the user report, rendering adc unable to conduct any follow-up activities. All pertinent information available to adc has been submitted.

Event description:
Abbott diabetes care received a medwatch report # mw5172345, which reported the following information pertaining to an abbott diabetes care (adc) device: a healthcare professional (hcp) reported on july 1, 2025, that a patient passed away and indicated that no further information or clarification is available. It is unknown if the patient was actively using an adc device during the time of the patient's passing and no allegation of a device deficiency was made. The reporter declined to provide contact information to adc therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, it cannot be reasonably suggested that the adc product has or may have caused or contributed to the death.